Event description:
It was reported that the pump did not deliver a bolus requested by the customer. The customer's blood glucose (bg) level was 500 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.